Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. The samples were fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed.

Event description:
It was reported that the pump no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Other text: h3: two cadd cassette reservoirs from part number 21-7302-24, lot number 4066532 were received in new condition with their original packaging. The samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination to detect conditions that could cause functional issues. The samples did not present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. The returned cassettes were filled with water and connected to a cadd legacy plus pump to look for unusual function. The samples were fully priming and connected without difficulty. The pump was set running and the alarm was not activated. The reported issue was not confirmed. There was no fault found with the returned cassettes.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir caused a no disposable alarm. No patient consequences were reported. No adverse effects were reported.